Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt presented with decreased visual acuity caused by a membranous growth on the surface of the lens. The membranous growth seemed to emanate from the anterior capsular edge, and expanded across the anterior face of the iol. According to the surgeon, the growth developed within the first two months after the surgery. An anterior yag capsulotomy was required, in order to improve the visual acuity from 20/60 to 20/20. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause could be identified by the investigation; not enough info was provided from the account for further investigation. No further info is expected. The surgeon was unable to provide add'l info. (B)(4).